Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so; no further issues were reported after the reset. The customer was advised to continue using the pump and contact support if the problem recurred, which they understood and acknowledged.